Event description:
It was reported by service report that the fowler litter was bent a the patient head right siderail and would not lay flat under weight. There was patient involvement, however no adverse consequences are reported.

Manufacturer narrative:
Results: bent fowler litter.